Manufacturer narrative:
The product was discarded; therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Bilateral pulmonary vein isolation ablation was successfully performed. Post-procedure cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 750ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient was moved to the intensive care unit for monitoring on which stayed for at least one additional day. Physician¿s opinion regarding the cause of the event is unknown. However, he did not mention any biosense webster inc. (Bwi) product malfunction. Transseptal puncture was performed with a safe sept transseptal needle. There was no evidence of steam pop during the ablation. The stsf was set to normal flow settings. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard, and visitag. The parameters for stability used with the visitag module were: stability 60%, tag size 2, time 3 seconds, 8 grams, stability 1.5 m. No additional filter was used with the visitag. Surpoint was used prospectively as color option.